Event description:
It was reported that when the non-preloaded monofocal intraocular lens (iol) was implanted, the haptics did not unfold, and when more balanced salt solution (bss) was added, the lens rotated abruptly and ruptured the posterior capsule. Therefore, the lens was explanted and replaced with three-piece johnson and johnson iol. There was a 15 minute delay in the procedure. No secondary surgery or medical intervention was required, such as incision enlargement, vitrectomy, or sutures. The patient status is unknown. The device was discarded. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.